Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received within normal operating currents, no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected auto off alarm noted. The insulin pump has cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported that his insulin pump was shutting off without any notifications. He also stated the insulin pump would remain off for three hours until it turns itself back on. The customer's blood glucose was 410 mg/dl. He stated he had treated with 10 units of insulin, then another 10 units of insulin. He also reported giving himself an additional 12 units of insulin but his blood glucose remained high at 600 mg/dl. The customer also reported his insulin pump suspended at various times through out the night. The customer declined to troubleshoot for his insulin pump. The customer was advised to revert to a back-up plan. No additional information provided.